Event description:
Additional information was received from the physician indicating that the patient's mania was believed to be related to a change in her medications. She was hospitalized for medication stability. The physician also reported that the patient had experienced a lot of stress in her life causing the issues. He believed that the increased depression and mania were related to her medication adjustments. Additionally the patient has a history of mania pre-vns.

Manufacturer narrative:
Outcomes attributed to adverse event - corrected data: hospitalization was inadvertently not selected on the initial MDR. Type of reportable event - corrected data: the type of reportable event should have been "adverse event" however "malfunction" was inadvertently selected.

Event description:
It was initially reported by the patient that vns has worked great and helped with her depression, until about (B)(6), when she started having an increase in depression. The patient indicated that she also has experienced an episode of mania in (B)(6). The patient stated that she has discussed this with her vns physician, and indicated that the physician felt that these episodes were due to "the year she's had" the patient reported that her physician has checked her vns device, and it is working fine with no suspected problems. Attempts for additional information from the patient's treating psychiatrist have been unsuccessful to date.